Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had an rvad with a pump. The family withdrew care due to multiple organ failure including sepsis and renal failure. An autopsy was not performed and the pump will not be returned for analysis.

Manufacturer narrative:
Per info received, the device will not be returned for eval by the hosp, and nor will an autopsy be performed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.